Manufacturer narrative:
Full UDI unknown since no lot number was provided. No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. (B)(4)

Event description:
Total colectomy laparoscopic - "the gel ripped and the surgeon was unable to maintain a seal." Patient status unknown.

Manufacturer narrative:
The incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The root cause of the event may be due to improper use of the device. The instructions for use (IFU) instructs the user to "...[a]pply sterile lubricant to the back of the glove hand, and then to the gelseal cap. To keep gelseal cap lubricated, apply 50/50 mixture of sterile saline and lubricant to gelseal cap." Although the root cause of the incident could not be confirmed, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested from user facility and was not provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up with medwatch# (B)(4).